Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5165779. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on 02/20/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, the patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). The cgm reading was 213 mg/dl. They thought everything was fine. The patient got sick and was taken to the emergency room (ER). At the emergency room they took a bg reading which was 553 mg/dl and the cgm reading was still 213 mg/dl. The patient was transferred to the intensive care unit (ICU). At the time of the report the patient was still in the ICU and very sick. There was no treatment documented. Humalog and lantus insulin were documented as daily medication. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.